Manufacturer narrative:
The reported regurgitation could not be confirmed. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally under nominal conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. Outside forces causing an elastic deformation, or temporary distortion, of the valve stent ring or posts, or entrapment of a leaflet by a suture are known potential causes of valvular insufficiency. Please note, per the instructions for use artmt600099236 rev. A warnings section, "valve size selection is based on the size of the recipient annulus and the anatomy of the sinotubular junction. Implantation of an inappropriately large valve may result in stent deformation, valvular incompetence, and/or damage to the surrounding tissues. Do not oversize the valve. If the native annulus measurement falls between two valve sizes, use the smaller valve size." "Nonstructural dysfunction (entrapment by pannus or suture, inappropriate sizing or positioning, or other)" is listed as a potential adverse event. The replacement of the valve with a smaller, 19mm, valve is evidence of possible oversizing, which could create the valve distortion noted above and cause incomplete coaptation and valvular insufficiency.

Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 21mm trifecta gt valve was selected for implant. The valve was implanted and an echocardiogram was performed and it was noticed that the valve was insufficient and the valve was explanted and replaced with a 19mm trifecta valve. There was a clinically significant delay in procedure due to explanting and implanting a new valve. After implanting the second valve the patient developed right heart failure and was placed on ecom. On (B)(6) 2020, the patient expired after being weaned off ecom.